Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the implants could not be reviewed as not lot information was provided. The product was not returned for review so no conclusions can be made as to the condition of the product. This device is used for treatment. A complaint history search for the item lot combination involved could not be completed as no lot number was provided. The most likely cause of the discoloration in the patient and on the implants cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that upon removal of the internal fixation, the plate that was removed was black, along with the patient's lateral malleolus.